Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc needle length incorrect. When unpacking, it was found that the outer packaging stated 1.0 inches, but the actual product inside the package had catheters and needles of different lengths. A claim needs to be filed, a complaint response letter is required, and a complaint acceptance letter is required. The defective product cannot be returned, but photos of some of them can be provided.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 2 photos and 4 defective samples. 1-the photos show that the needle lengths of the two samples are different. The sku of complaint batch should be 383064 and the needle length should be 1.0in. 2-the returned 4 defective samples show that the needle length is 0.75in, which is not consistent with the sku. Pr# (B)(6). 2. DHR/bhr review lot#4145156. 1-the products of this batch were assembled at intima ii auto line 3 in july 2024, and packaged at cfs package line in july 2024. Work order quantity was (B)(4) pcs. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no error in needle length is found. 4. Cause investigation: 1-there are two needle lengths (0.75in and 1.0in) for 22g intima ii (blue pp connector), which makes it hard to distinguish these them from appearance. Please see attachment pr# (B)(6). 2-check the assembly date and packaging date of the products of 22g*0.75in and the products of the complained batch (22g*1.0in), and find that there is no correlation, it does not involve the production planning issues and the clearance issues of the assembly line and packaging line. 3-after analysis, the issue should occur in the surplus products (each batch of products will have a few surpluses after the planned quantity of packaging is completed), these surplus products will be placed in a designated area and finally packaged in a new batch of products with the same sku. After the analysis of the surplus product process, the potential root cause is probably that the surplus products 22g*1.0 and 22g*0.75 are stored very close to each other, the operator mistakenly took a box( about (B)(4)) of 22g*0.75in surplus products and packaged them into the complained batch lot#4145156, 22g*1.0in and package operator didn't inspect out this problem, so the mixed product escaped to customer. 5. In response to this complaint, after discussion, it is decided by team that since only 22g product has two needle lengths, and the demand of 22g*0.75in products is very low, therefore, each batch of 22g*0.75in surplus products will be scrapped. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photos and samples show that the needle length does not match the sku. After analysis, the potential root cause is probably that the remaining products 22g*1.0 and 22g*0.75 are stored very close to each other, the operator mistakenly taking a box( about 100pcs) of 22g*0.75in of surplus products packaging into the complained batch( lot#4145156, 22g*1.0in) . So we have taken actions as below: 1.trained the related persons who dispose surplus prodcuts, refer to pr# (B)(6). 2.because of the low demand of 22g*0.75in products, so we will scrap 22g*0.75in surplus products to avoid this product mixed issue. Plant will continue tracking this kind of complaint.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: intima ii. Device failure: mixed product / lots.